Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment, which was delayed, and it was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm movements were partially available. Upon troubleshooting, the rse reviewed logs and found that the issue was with the table's long potentiometer, which was getting disturbed during start-up, causing the reported issue. To resolve the issue, the rse asked the customer to turn off the system, carefully remove the potentiometer string, pull the reference string front and back, connect it back to the reference point, and restart the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that the c-arm movements were partially available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.